Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# unknown product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient stating the entire system was moved from their upper back to mid level back area. There were no circumstances that lead to the wire in their back dislocating. They wanted the charger removed but their hcp talked them into trying it in a different location. The first time he moved it all was fine for about a year then the lead came undone again. They will not be moving it to another place and want it explanted. The lead bring unattached is causing considerable extra back pain and it feels like they are being stung.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported the wire that goes to their upper back for their neck was dislocated. Pt said the issue started couple of months ago the wire was dislocated so they had to move the wire on a different spot but today the wire was dislocated, poking through their skin and pt said it was painful. Agent redirected pt to their healthcare provider (hcp) to set up an appointment to a manufacturer representative (rep) to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID: 977a260 (serial: unknown); product type: 0200-lead; implant date: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.